Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient arrived at the hospital for pocket revision due to potential wound infection. However, when cultures were sent to the laboratory for analysis, it came back negative with elevated white blood cell counts. There were no additional adverse patient effects reported. This ra lead was explanted.